Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they had to go to the doctor's office. The meter allegedly does not power on. Meter malfunction. The last noted result from the meter was 194 mg/dl. No comparison. No treatment given. No further information has been reported.